Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field notes loss of unipolar and bipolar atrial capture and loss of bipolar and unipolar tip-to-can sensing. Sensing was present in unipolar ring- to-can at 0.85 mv - 1.22 mv. The patient reported that his heart rate was in the 90's the night before. X-rays revealed lead dislodgement. The device was programmed to vddr at a lower rate.